Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9800 system is not working. It was noted that this is an intermittent issue and there is image artifacts. There was no report of pt injury.